Event description:
During routine testing of the device, the service technician reported the battery connector was broke and would not run on battery power. The monitor was originally returned for failure to self test. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.